Event description:
Had silicone implants 800cc natrelle allergan put in and immediately developed symptoms including autoimmune, fibromyalgia, migraines, blurred vision, eye blepharitis, joint pain, chronic fatigue, depression, and many many more.